Manufacturer narrative:
Upon inspection the technician found the siderail center arm was bent and would not latch. He replaced the siderail center arm to repair the bed.

Event description:
Info received indicates the siderail will not latch.